Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to interrogate. Analysis also indicated that the electrocardiogram connector was loose. The printed circuit board was replaced and calibrated. It was also indicated that the programmer had intermittent wireless telemetry and therefore radiofrequency transmitter was replaced. It was also indicated that the stylus tip was loose but functional and therefore the stylus was replaced. It was also indicated that the tabs on the power cord bay door were broken and the system fan was noisy. These parts were replaced and the programmer passed functional and systems tests. (B)(4).

Event description:
It was reported the programmer was not able to interrogate a device. The header light was illuminated but screen only display "please interrogate". Several other new devices were attempted to check that it was not a device issue and were unable to interrogate any. The programmer and rf (radio frequency) head were returned for repair. The programmer and the radiofrequency (rf) head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.